Manufacturer narrative:
Upon receipt of additional information, this report was determined to not be reportable as the product did not cause or contribute to the reported event. The initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item name: regenerex 3 peg series a patella, item number: 141357, lot number: 739320; item name: regenerex primary tibial tray 71mm, item number: 141273, lot number: 052790; item name: vanguard e1 tibial bearing, item number: ep-183542, lot number: 207890; item name: vanguard cr porous femoral rt 62.5, item number: 183046, lot number: 168470. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05380/05381/05382/05374/05377/05375/05376/05378/05379/05373. (B)(6).

Event description:
It was reported that a bi-lateral patient who underwent a total knee arthroplasty is experiencing pain. Attempts have been made and additional information on the reported event is unavailable at this time. No revision has been reported to date.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is also experiencing popping, clicking and locking of both knees.